Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.

Event description:
To summarize this event, during deployment of the amplatzer septal occluder, the patient's pressures dropped. The patient was brought to surgery and the operating physician stated a small hole was observed between the aorta and the left atrium.